Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the left circumflex (lcx) artery. A 2.25x16mm taxus liberte sds was advanced to the lcx and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the stent had moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: visual and tactile examination of the returned device noted the stent had moved distally on the balloon by approximately 1mm and was sitting on the proximal edge of the markerband. No damage was noted to the stent and the tip. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).